Event description:
New information received notes that atrial lead insulation damage was observed.

Event description:
New information received notes that programming changes were made to block out the noise but was unsuccessful. The ra lead was capped and replaced on (B)(6) 2020. The patient¿s condition was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, inappropriate mode switch due to noise oversensing was observed. The noise was too large to program around. Lead testing and lead revision were suggested. No patient consequences were reported.